Event description:
It was reported by service report that the jack would not raise the right side rail latch was intermittent. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.